Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the power management graph and confirmed power error 25, low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated that the belt clip broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.